Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) found the leak from the tubing at port 9 on the diff shear valve (vl85), so the fse replaced the tubing at port 9 on the diff shear valve to resolve the leak. (B)(4).

Event description:
The customer reported a bloody fluid leak under the shear valves 85(cvl 85/126 -diff shear valve) and 87(cvl 87-127- retic shear valve) on the oulter lh 780 hematology analyzer. The volume was reported as about 1 cc and the leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.